Event description:
It was reported lens orientation changed (vaulted) 10 weeks post lens implant. The patient noticed a decrease in vision while on the computer. The patient's current prognosis and treatment were reported as "yag laser". This event pertains to the patient's left eye.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.